Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an ipg placement, the physician tried to remove the lead from the extension without loosening the screw first, resulting the last contact on the end of the lead to come off. In turn, the lead was explanted and replaced to address the issue.